Manufacturer narrative:
The check of the DHR of the lot # involved (201408144) did not show any pre-existing anomaly on the (B)(4) helix drills manufactured with this lot #. No other complaint was received on this lot #. We will receive the broken helix drill and submit a final MDR after analyzing it.

Event description:
Intra-operative breakage of helix drill when the surgeon was drilling the glenoid bone for the bone screws, during a shoulder surgery. Surgical time prolonged of 2 minutes and no reported consequences for the patient. Event occurred in (B)(6).

Manufacturer narrative:
The check of the DHR of the lot number involved (201408144) did not show any pre-existing anomaly on the (B)(4) helix drills manufactured with this lot number. Instrument analysis: we received the broken bits. The pieces returned underwent a further dimensional check (focused on the core diameter of the bit) which confirmed the absence of dimensional anomalies on it. Pms data: according to our pms data, 16 complaints for a total of 18 breakages were reported on the v.00 helix drills with product codes 9084.20.081 and 9084.20.086 on a total of 1200 v.00 helix drill manufactured with the product codes involved. Helix drills involved in these complaints were manufactured according to specifications. Breakage of drill bits is a common and expected occurrence in orthopaedic surgery since twisting of the bit and torque accidentally applied by the surgeon during drilling can lead to breakage of the drill. Capas: in may 2016, after receiving similar complaints, limacorporate decided to modify the technical drawings of the helix drills with product codes 9084.20.081 - 9084.20.086, by increasing the core diameter of the instruments (v.01 helix drills). This product enhancement was introduced in order to increase the helix drills mechanical strength and reduce the risk of occurrence of intra-op breakage. Limacorporate will keep monitoring the market to verify the effectiveness of the above corrective action.

Event description:
Intra-operative breakage of helix drill when the surgeon was drilling the glenoid bone for the bone screws, during a shoulder surgery. Surgical time prolonged of 2 minutes and no reported consequences for the patient. Event occurred in (B)(6).